Manufacturer narrative:
Concomitant medical products: 4196-88 lead; implanted: (B)(6) 2013; 4076-45 lead; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to a suspected fractured right ventricular (rv) lead. Alerts were triggered due to short v-v intervals, non-sustained episodes, and noise. Reprogramming was performed to turn high voltage therapies off. The plan is to replace the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the explant procedure, the physician visually confirmed the lead was fractured near the lead connector. A new lead was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.